Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the pump ok and down buttons were unresponsive to presses. No further information was reported. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):there was no visible damage to the keypad. The contrast, up, and down arrow buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was found under all of the button contacts.